Event description:
Healthcare professional reported right side capsular contracture baker grader IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6. Device evaluation:analysis of the returned device identified: weight to spec, opening curved on anterior and white particles in the shell. A visual and microscopic analysis was performed which identified: striated opening on anterior and crease fold. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage.

Event description:
Device was explanted.